Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Per the third party repair statement, the alarm will not function.